Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The presence of foreign objects in the air and water supply cylinder, the air and water supply channel, and the auxiliary water supply channel was confirmed, but it was not possible to identify the foreign objects. It is likely that leaks due to wear of switch 1 and the o-ring in the variable hardness mechanism could not be properly reprocessed and foreign matter could not be removed. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited an air/water tube, air/water cylinder and jet tube that have residual white foreign material inside the tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.